Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level was 46 mg/dl but his sensor glucose reading was 383 mg/dl. The customer had juice and grapes. The calibration was not accepted. The customer was hot and sweaty. The customer had issues with the sensor. The device was not returned.